Manufacturer narrative:
Correction to g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical damage caused the no image to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: minor scratches at the biopsy channel opening, a broken element on the endoscope image, and the angulation was out of specification, and a label needed to be replaced on the grip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the bronchofibervideoscope had no image due to an ultrasound-image issue. The issue occurred during preparation for use for an unknown procedure. The procedure was completed with a similar device with a short (unspecified) delay. There were no reports of patient harm.